Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: review of the black box verified records of loss of prime with non-zero force. On investigation the pump was powered on and exercised without any duplication of loss of prime occurring. The force sensor was evaluated and found to be operating within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the ok keypad button was noted to be hypersensitive to due to an inverted button contact.